Event description:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to the reported event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2019 - 02237. (B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the surgery, the anchor didn't detach from the inserter after the surgeon inserted it in the patient's burr hole. Therefore, the surgeon pulled the inserter for retaining the anchor in the patient's burr hole, but the anchor didn't detach from the inserter and came off from the patient's burr hole. No further information is available at this time.